Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that when the patient went in to have their chest wound examined following vns implant surgery their wound had opened and there was bloody drainage observed. The patient was prescribed antibiotics. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No further relevant information has been received to date.